Manufacturer narrative:
A return material authorization (RMA) was issued to evaluate the intuitive surgical, inc. (Isi) device. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that during central processing, the large suturecut needle driver was observed to have a torn wire. There was no report of patient involvement. Intuitive surgical (is) contacted the site/reporter and obtained the following additional information regarding this event: the instrument was checked before use. The problem was identified during the central processing. There was no fragment fall into the patient, no patient injury. No default was observed during the procedure. There was no procedure delay. There was no loss of cautery associated with a broken/loose cable and no sign of thermal damage at the point of breakage of the conductor cable. It is possible that the instrument collided with another instrument during the procedure. No default/ damage was observed during the procedure.

Manufacturer narrative:
An investigation was completed to determine the cause of this reported event. Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large suturecut needle driver was analyzed and found to have a frayed grip cable at the distal idler pulley. The complaint was confirmed by failure analysis. Additional observation(s) not related to the customer-reported complaint: the instrument was found to have blade damage. One of the blade edges was indented.

Event description:
Refer to h10/h11 for follow-up information.